Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent seemed to buckle upon trying to pass the lesion. The procedure was completed with another of the same device. No patient complications were reported.